Event description:
The customer reported to baxter (B)(4) an extension set in which it was unable to connect. It is unknown when the alleged defect was observed. There was no patient involvement; therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.